Event description:
The account generated discrepant htlv-I/ii eia results on a donor from an organ donor pool. Initially, the donor tested htlv-I/ii eia nonreactive (0.117 od, optical density). Five days later the donor tested htlv-I/ii reactive (>2.0 od). Immunoblot testing is pending. The donor was removed from the donor pool. No specific recipient was waiting to receive an organ donation. No impact to patient management was reported.

Event description:
Facility reports that while lifting a pt with a masterlift overhead sys, that an incident occurred. The pt suffers from severe dementia, body stiffness (hunched forward) and also has certain "ticks". Before the lift, the pt somehow ended up forward in the sling and the hook of one of the loops of the lift penetrated the pt's jaw. This was not observed by the nurse who had started lifting (the penetration may have occurred during the lift). The lift was aborted, the pt was taken down and the loop was removed (after some difficulty). The pt was doing well afterwards and does not seem to have suffered any permanent injuries from the incident.

Manufacturer narrative:
(B)(4). Method and result evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal. Additional information received from the customer: the immunoblot testing on the donor was nonreactive. Investigation: in order to evaluate the performance of the reagent lot, and to ensure that the product continues to meet performance expectations, an evaluation using 580 known negative serum specimens was performed using lot 71608m100 from abbott's inventory. The testing met the acceptance criteria, thus indicating the lot continues to meet labeling claims for clinical specificity. Complaint records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. This review did not show any unusual activity related to the customer observation. In summary, the data evaluation and records review indicate that the product is performing as expected. This is a final report.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.